Event description:
It was reported that a 49-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated post implantation. It was reported that the right breast prosthesis is leaking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the dates as received. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2023, mentor received additional information about the event: an updated explantation date ((B)(6) 2023) was reported. The patient had both breast prostheses explanted and they were replaced with mentor memorygel xtra breast implant 490cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2022, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2023. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2023, the mentor failure analysis lab received the device for evaluation. Additionally, an updated explantation date ((B)(6)2023) was reported. On 10-apr-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.2 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-feb-2023, mentor received additional information about the event: an updated implantation date of (B)(6) 2014 was reported. The explantation date was rescheduled to (B)(6) 2023. D6b explantation month, day, and year: (B)(6) 2023 manufacturer¿s reference number: (B)(4).